Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently more insulin was required during the load fill tubing process. Customer did not know cause. After additional insulin was loaded, insulin was observed exiting the tubing and insulin delivery was resumed. Customer's blood glucose was 400 mg/dl.